Event description:
Health problems believed to be related to silicone breast implants. Polyneuropathy, severe chronic pain, lupus like syndrome, fibromyalgia, possible rheumatoid arthritis development, mixed connective tissue disease, now hypersensitive to various drugs and environmental substances, irritable bowel syndrome and much more. Free silicone was present on the surface of an intact implant at explantation 10/92. Sensitive to cosmetics, 10/76 rptr unable to move or stand the pain without prednisone and darvocet.